Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and there were no defects observed. The neptune was then connected to 110 vac. The unit passed the initial power connect test but failed the power-on self-test with a warning light on the inspiratory limb of circuit. This failure is indicative of a power/control pcb. The power supply pcb was by-passed with a known functioning power supply pcb and the same failure repeated. Since the user interface pcb (front panel, buttons, lights, can operate independently of the other pcbs, it was determined the power control pcb is faulty. The delta alarm light never came on: the alarming was coming from the inspiratory leg of the circuit template on the front panel. Based on the investigation performed, the reported complaint was confirmed. It was determined that the power control pcb was defective.

Event description:
The event is reported as: the unit failed self diagnostic check. There was no patient involvement reported.

Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the device was not returned at the time of this report. The device history record (DHR) review did not show issues related to the complaint. The device was manufactured on 02/16/2015. A document assessment (fmea-08-037) was conducted and no changes were required. The reported complaint cannot be confirmed since the device sample is not available to perform a proper investigation, determine the root cause and assign corrective actions. If the device sample becomes available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend on similar complaints.

Event description:
The event is reported as: the unit failed self diagnostic check. There was no patient involvement reported.